Event description:
The customer reported the sys is not recalling images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. Sys operates as intended. (B) (4).